Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 30.0 mmol/l. The customer had check with healthcare provider. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mmol/l. The customer stated that there is no significant events leading to the alarm. Customer received an e70 alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform occlusion test due to motor error alarms. The insulin pump was unable to confirm alarm due to overwritten history file. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).